Event description:
It was reported that the catheter had a micro-tear. There was no adverse reaction. The catheter was replaced. No patient outcome was reported. The patient's pump contained lioresal.

Manufacturer narrative:
Two pieces of catheter were returned for analysis. Final device analysis of the distal catheter piece revealed that the catheter had two small holes located 1.9cm from the distal end. In the same area, it was noted that the catheter was braded and narrowed. Final device analysis of the proximal catheter revealed that the sutureless pump connector white silicon material was twisted or pulled out of position to such an extent that the pump connector detached from the rest of the catheter. The catheter failed pressure testing due to leaks.